Event description:
It was reported there was an infection in the pump pocket/incision. The symptoms were redness, non-healing pump pocket site incision and yellow drainage. A culture was taken of fluid from the pump pocket incision site. Outcome was reported as unknown. The pump was delivering lioresal. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Catheter: model#8709, (B)(4), implanted: (B)(6) 2006, explanted: unknown.